Event description:
It was reported that the physician changed the lens due to a vitrectomy.

Manufacturer narrative:
The intraocular lens (iol) was not received for analysis. The lens met all manufacturing specifications prior to release. All information available is contained in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available. Only an empty box was received.